Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue and was stable post-deployment. However, a few minutes later a single leaflet device attachment (slda) occurred as the clip detached from the posterior leaflet and remained attached only to the anterior leaflet. To stabilize the slda, and additional clip was implanted, also reducing the mr to grade 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue and was stable post-deployment. However, a few minutes later a single leaflet device attachment (slda) occurred as the clip detached from the posterior leaflet and remained attached only to the anterior leaflet. To stabilize the slda, and additional clip was implanted, also reducing the mr to grade 1-2.